Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead(rv lead) exhibited noise. Further investigation noted that the rv lead was found dislodged. During revision, it was reported that the helix of the lead could not be rotated. The reported lead was explanted and replaced on (B)(6) 2022. The patient is recovering from procedure.

Manufacturer narrative:
The reported event of lead noise and dislodgement were not confirmed, while the reported event of helix rotation issue was confirmed. As received, a complete lead was returned in one piece for analysis. Final analysis found inner coil of the lead was over-torqued, consistent with the procedure damage. The cause of the reported helix event was isolated to an over-torqued inner coil. No other anomalies were identified.